Event description:
This is filed to report gripper actuation issues. It was reported that on (B)(6) 2022 a mitraclip procedure was performed for a degenerative mitral regurgitation (mr) grade 4 with friable posterior leaflet with prolapse/flail. After implanting the first clip (20425r117), the clip detached from the posterior leaflet and there was tissue damage noted. In the physician¿s opinion the single leaflet device attachment (slda) was due to the friable leaflet. Another clip (20425r118) was advanced in the patient in an attempt to stabilize the slda clip. However, one of the grippers would not go up. Troubleshooting was performed but was unsuccessful. The clip was removed with no reported issue. Two additional xtw clips (20426r101 & 20426r249) were implanted with no reported issue. A total of 4 clips were implanted and it was decided to place an amplatzer vascular plug lateral to the clips. The procedure was complete with the mr remaining unchanged at a grade of 4 and the patient's mean pressure gradient increased from 3 mmhg to 10 mmhg. The physician was satisfied with the results. The overall procedure took 5 hours and 29 minutes; however, this delay did not result in adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation ¿ single) was confirmed via returned device analysis. In addition, both difficult to open or close (gripper actuation) was observed for both grippers and both gripper lines were observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the observed broken gripper lines was unable to determined. The reported difficult to open or close (gripper actuation) was a cascading event of the broken gripper lines. There is no indication of a product quality issue with respect to manufacture, design or labeling.